Event description:
It was reported that this 65 y/o male patient's right shoulder had a loose anatomic glenoid component extracted approximately 6 years 5 months post op initial surgery. Fragments, parts and/or pieces fell into the patient and were removed. Parts and/or pieces of the device fell into the patient wound site. Those parts and/or pieces were removed from the patient: loose anatomic glenoid was extracted. The reported event did not lead to surgical delay/prolongation. Patient was last known to be in stable condition following the event. Product is returning.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 5184510 300-01-15 - equinoxe, humeral stem primary, press fit 15mm. 5131398 300-10-45 - equinoxe replicator plate 4.5mm o/s. 5169595 300-20-02 - equinox square torque define screw drive kit. 5119250 310-01-50 - equinoxe, humeral head short, 50mm (beta). 08012017028 a10012 - gps implant kit v2.